Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging congestive heart failure, and kidney issues. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging congestive heart failure, and kidney issues. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service center concludes that they could confirm the customer's allegation and there was visible foam degradation. In section b: outcomes attributed to ae has been corrected. In section d: product brand name has been corrected. In section e: reporting address line 1, reporting address city, reporting address state and reporting address postal has been updated. In section g: report source - other has been updated. In section h: remedial action init, recall (z) number, device eval. By mfg, device avail. For eval, device problem code grid, patient outcome code grid, evaluation method code grid, component code grid, evaluation results code grid and conclusion code grid has been updated.